Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance of 1340 ohms as well as a rising threshold reaching a value of 3.4 volts at 2.0 milliseconds. There was no noise observed on any of the stored episodes and noise was not able to be produced via isometric testing. It was noted that the patient rarely receives pacing therapy. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the lead.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the complete lead was returned but examination noted it had been severed in two segments approximately 140 millimeters from the terminal pin. Visual inspection also noted calcification of body fluids on portions of the lead body insulation, distal shocking coil and lead tip. Continuity testing was completed to assess lead electrical performance. Measurements were within normal limits. Analysis determined that the impedance and threshold measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip.

Event description:
This supplemental report is being filed based on completion of product analysis.